Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #6 r-cem; cat # 5510f602; lot # bej9d. Triathlon asym patella a35x10; cat # 5551l350; lot # lfe544. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a triathlon tibial component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was experiencing excessive pain post-implantation. The pain was reported to be resolved with the help of formal therapy. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.

Event description:
This patient is part of the triathlon all-polyethylene tibia retrospectively enrolled and prospectively followed clinical study. The patient complained about excessive knee pain at a visit an adverse event was created. The event was deemed resolved as of (B)(6) 2021with the help of formal therapy. Since this is a retrospective study, site can not provide any additional information.